Event description:
It was reported that a basal/bolus infusor infused at a slower rate than expected. This occurred during patient infusion of 100 ml of ropivacaine hydrochloride hydrate (non-baxter product), during operation in a hospital. The device was then replaced with another pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 6, 2013 - february 8, 2013. Evaluation summary: the device was returned for evaluation containing approximately 62 ml of ropivacaine hydrochloride hydrate in the bladder. Functional flow rate testing did not confirm the reported condition; the flow rate was found to be within the specification range of the product. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.